Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the baths were not draining and were overflowing. The fse found that the waste filter was clogged. The fse replaced the waste filter which resolved the issue. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reported a leak inside the coulter ac t diff 2 analyzer. The volume of the leak was about 30 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.